Manufacturer narrative:
Based on the claim against the product by the customer noting the erbe did not recognize monopolar or bipolar instrument installation location as erbe arm identification stated 'dv?' On it, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced erbe to address errors c-82 and m-02 at start up. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the unit was placed on an in-house system and was run in normal mode. Also, the unit had scratches on the cover paint missing. The complaint regarding the erbe did not recognize monopolar or bipolar instrument installation location as erbe arm identification stated 'dv?' On it was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the site¿s system logs for the reported procedure date was conducted by the tse. Investigation revealed the following possible related system errors: 25913 -- iesu error: c-82 - system error, m-02 - module timeout, and error: m-b1 - neutral electrode (ground pad) current warning. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. A procedure log review was performed. Per the review, the following was confirmed: a benign hysterectomy procedure was performed on system sk4847 on 1-november-2022. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 25913 is an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by replacement. No additional actions are currently required given that this issue will continue to be tracked. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the fse replaced the integrated electrosurgical unit (iesu) after the completion of the procedure due to errors c-82, m-02, and m-b1. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the erbe did not recognize monopolar or bipolar instrument installation location as the erbe arm identification stated 'dv?' On it. Prior to calling technical support, the customer power cycled erbe, and the error was resolved. Errors c-82, m-02, and m-b1 were confirmed in logs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that the system was checked upon powering on with no errors. Dvstat was contacted to troubleshoot. There were no more issues after the erbe was replaced.